Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the tube going into the cycler machine on the cassette was leaking on two of them. The registered nurse (rn) gave them a box and told them to throw out the leaking cycler sets. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the tube going into the cycler machine on the cassette was leaking. The registered nurse (rn) gave them a box and told them to throw out the leaking cycler set. Upon follow up, the patient contact confirmed that there was fluid leaking from the tubing in the middle of treatment. The patient and contact noticed the floor was wet but did not detect any fluid in or around the cycler machine. The cycler alarmed with a draining slowly alarm. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the tube going into the cycler machine on the cassette was leaking. The registered nurse (rn) gave them a box and told them to throw out the leaking cycler set. Upon follow up, the patient contact confirmed that there was fluid leaking from the tubing in the middle of treatment. The patient and contact noticed the floor was wet but did not detect any fluid in or around the cycler machine. The cycler alarmed with a draining slowly alarm. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.